Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on a sudden loss of stimulation occurred in his pain area in his right leg. There was no known accident or incident related to this event. A reprogramming may address the pt's stimulation needs. Add'l info has been requested, but was not available as of the date of this report.